Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated a customer developed a allergic skin reaction while wearing an adc freestyle libre senor. The customer's symptoms were described as contact dermatitis, eczema, redness, papules, swelling and itching at the sensor site. The customer was treated by an hcp and was prescribed an unspecified medication for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. D4 (sensor serial number) has also been updated. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. A high watermark was observed at the base of the sensor tail along with bodily fluids on the sensor adhesive. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A caller stated a customer developed a allergic skin reaction while wearing an adc freestyle libre senor. The customer's symptoms were described as contact dermatitis, eczema, redness, papules, swelling and itching at the sensor site. The customer was treated by an hcp and was prescribed an unspecified medication for their symptoms. There was no report of death or permanent injury associated with this event.